Manufacturer narrative:
(B)(4). The customer returned a photo for investigation. Visual examination of the photo revealed the distal luer hub was separated from the distal extension line. The customer returned one 3-l pi PICC for investigation. Signs of use in the form of biological material were present on the catheter. Visual inspection revealed the distal luer hub was separated from the distal extension line and not returned. The catheter body was intentionally cut. The distal extension line was also kinked showing evidence the pinch clamp was used as depicted in the customer photo. The catheter body was kinked directly adjacent to the juncture hub. The total length of the returned catheter body measured 10 4/16" which indicates that at least 12 13/16" of the catheter body was not returned per catheter product drawing. The outer diameter of the distal extension line measured 0.093 which is within specifications of 0.093" - 0.097" per distal extrusion graphic. The inner diameter of the distal extension line measured 0.057" which is within specifications of 0.055" - 0.059" per distal extrusion graphic. The proximal and medial extension lines were flushed per IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both lines flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with the reported kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub; the luer hub was not returned. The catheter and the distal extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Without the luer hub, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
Pink hub came off of catheter. PICC was in place for over 1 month. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Pink hub came off of catheter. PICC was in place for over 1 month. No patient injury or harm reported. The patient's condition is reported as fine.